Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that an is-4 pacing lead would not fit into the cardiac resynchronization therapy defibrillator (crt-d) header due to a grommet or setscrew problem and that out of range impedance measurements were observed. A different crt-d was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.